Event description:
The label indicated products with the reference (B)(4), lot ek79; however, the products inside are with the reference (B)(4). The products were not in contact with the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.